Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the patient experienced acute heart failure and the procedure was aborted. No products were implanted. The patient was transferred to the ward for further treatment.